Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be "end firing/forward-firing at 94,591 joules of use. The procedure was completed using a second fiber. Pt outcome: "no problems with pt."